Event description:
The patient experienced a intermittent loss of therapeutic effect and no stimulation sensation which began about 2 weeks ago. There was no accident or incident related this event. It was noted that the patient never had "great" benefit but was getting some therapy benefit. Impedance measurements showed >4000 ohms on all electrode combinations with #0 and 1. The patient had been programmed with electrode #3 (+) and 1 (-) in the past. The healthcare professional attempted reprogramming but patient did not have any stimulation sensation. X-rays that were taken were reported as unremarkable. Additional information was requested.

Manufacturer narrative:
(B)(4).